Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment. The alarm logs were reviewed, confirmed the unit did alarm, but cannot duplicate the reported complaint. The unit passed all required tests per the manufacturer's specifications and was returned to service.

Event description:
The hospital reported the unit would not mechanically ventilate and alarmed for 'cannot drive bellows'. There was no report of patient involvement.